Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered that the control module, induction heater showed evidence of burn/charring. The control module, induction heater was replaced and deemed the likely cause for the issue. A review of the analyzer¿s service history was performed and revealed no additional issues of burn odor and charred/burn parts reported on the isr03093. A review of tracking and trending did not identify any trends with regards to the current issue. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn odor and charring/burn observed was limited to control module, induction heater; the burn odor and charring/burn did not spread to other parts of the module. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) or the control module, induction heater were identified.

Event description:
The customer reported an error code 5394 (induction heating operation failed, device not ready) generated on the architect i2000sr processing module. The field service representative (fsr) inspected the instrument and noticed a smell of electrical burn near the hopper. Upon further inspection, the fsr found burnt induction heater controller. The fsr replaced the part to resolve the issue. There was no injury to the user reported. There was no impact to patient management reported.